Event description:
It was reported that this right ventricular (rv) lead exhibited noise. Observed noise was oversensed. The cause of the noise is unknown. Subsequently, this rv lead was surgically abandoned. Additional information from the field representative provided a non-boston scientific rv lead was implanted to complete the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.